Event description:
Patient was rising from walker when front caster detached. Patient reports using walker as a transportation device and when using as a walker, she locks rear wheels and then tilts unit up on the front wheels only.